Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. It was further reported the patient had a sinus tract that coursed from the open wound laterally into the region of the implantable pulse generator (ipg). Turbid fluid was noted within the device pocket but was reported as likely an inflammatory response rather than infection. The device and leads were explanted. Temporary pacing was utilized and a vacuum assisted closure device was utilized. A replacement system was implanted five days later on the contralateral side. No further patient complications have been reported as a result of this event.